Event description:
It was reported that prior to surgery the attachment device was "heating up". There were no delays to the planned surgical procedure, and a spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The unit was tested and was found the temperature above specification. Therefore, the reported condition was duplicated and confirmed. The bearings were damaged which was causing the high temperature. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.